Manufacturer narrative:
Gehc field service engineer confirmed battery pack was bad. Part was ordered for replacement. Team leaders were notified that return service is required.

Event description:
Customer reported, during a case the image went dark and charger failed message was displayed. System has removed from case and another unit was brought in to continue case. Later system was rebooted and when tested displayed regulator failed message.